Event description:
It was reported that in the operating room, the user met with strong resistance when inserting the sheath and dilator in the patient's internal jugular vein. As a result the user removed the sheath and dilator and it was at that time the tip of the dilator was found damaged. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).